Event description:
Customer reported a potential false negative hcg on acceava urine ii pregnancy test. Customer reported that initial test was negative, pt missed period, went to doctor and reported hcg of 1323miu/ml. The customer indicated that there was about a 10 day time period between the initial negative test and the second positive test.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg100223-01; 100miu/ml hcg urine lot: hcg100513-01; 212.2iu/ml hcg urine lot: hcg110124-02. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 min read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). The 212.2iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No issues found with retention product or manufacture documentation. No pt sample or returned product available for testing. No corrective action required at this time as no product deficiency was established.